Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis also indicated the impedance of the right ventricular pacing lead was rising and beyond the expected upper range. The pacing capture threshold in the right ventricle was observed to be rising and elevated.

Event description:
It was reported that the right ventricular (rv) lead had high rising impedance and high rising thresholds. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.